Event description:
A pt has lost in excess of 3 kg of fluid during a dialysis treatment. After approx 2 hours the venous pressure increased and the venous line was changed, dialysis continued. This occurred two more times before the treatment was discontinued. The machine indicated 2700 ml of fluid removed. The facility states the pt lost approx an add'l 3 kg. But was asymptomatic. The machine was removed from the treatment area and inspected by the facility technicians. The uf pump was recalibrated and a board was replaced, they state the machine passed testing and was operating properly. The machine was used again and failed pretreatment testing. The MFR rep inspected the machine and found a cracked balancing chamber. The part was replaced, proper machine operation verified and the machine has functioning properly since.